Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported it was impossible to remove the probe retainer. Per additional information provided, the customer is referring to the stylet being impossible to remove from the tube. The issue was discovered during patient use. It was decided to remove the tube and use another one.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Two sealed devices were received for investigation. The devices were evaluated, and the reported condition was not observed. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.